Event description:
During a remote follow-up, an error message was observed on the device. Technical support was contacted and the device parameters were reloaded to resolve the event. The patient was stable and will continue to be monitored.